Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported by the patient on maude event report (mw5074613) "that she had a thermal uterine ablation device by novasure and now she suffers with debilitating pain. She feels bad about letting the doctor convince her. She had a few sonograms before her heavy cycles began after cyst was removed from ovary on 2015 and had a few after. The she was convinced to do ablation and ha e had a CT scan since which stated the uterus is think most likely to gorged with blood. Now the doctor said only option is hysterectomy. How sad".